Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on 01/07/2016 to report that the receiver displayed a firmware error on (B)(6) 2015. The clinician did not report injury or medical intervention. No additional patient or event information is available.